Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low power hazard alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 3 days (01jan2000, 21nov2023 - 22nov2032, 13dec2023 per timestamp). From 21nov2023 at 10:40:43 to 22nov2023 at 10:59:06, intermittent low power advisory, low power hazard, and power cable disconnect alarms activated due to relative state of charge (rsoc) yellow, red, and invalid faults associated with both power cables being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. Of note, the atypical alarms occurred on the white or black power cable when either cable was connected to battery power. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for an extended period of time. Several different power sources were connected to the controller; however, no atypical alarms were reproduced, even when manipulating the power cables. Per the provided information, the battery clip attached to the white power cable was swapped and no batteries were exchanged. It was stated that once the controller was exchanged, the alarms resolved. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a red battery alarm when connected to fully charged batteries when preparing to transfer to the operating room for chest closure. New clips were obtained, but the red battery alarm reoccurred when the white power cable was connected to the battery and the black power cable was connected to wall power. The patient was changed over to the backup controller. A review of the log file revealed power cable disconnect and low power hazard alarms. It appeared to possibly be an issue with the battery clip attached to the white power cable. The controller may have contributed to the issue. The controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.